Event description:
It was reported that a skin irritation causing a bumpy rash had occurred while wearing the pod between 24 and 36 hours. Symptoms began after pod removal. The affected area was slightly larger than the pod. Patient visited physician and was prescribed steroid cream ( 0.05% clobetasol ointment.). The patient is to apply the cream to the irritated sites in the morning and at night for 14 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.